Event description:
It was reported that during an explant procedure on (B)(6) 2023 [related manufacturer report number: (B)(4), (B)(4)], the s1 lead was unable to be explanted. As a result, further surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.